Event description:
It was reported that the grater head was damaged and not sitting properly on the reamer handle. Did not happen in surgery.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: according to the information received, it was reported that head damaged and not sitting properly on reamer handle. The product did not happen in surgery. The product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned sample revealed a slightly deformation at the edge of the assembling portion; no other damage could be identified. The potential cause can be attributed to unintended use error, this type of damage is likely due to repeated slightly off-axis assembly, prying motion while assembling and heavy usage. Properly handling and attention to the approved use of the device diminishes the risk of failure. A functional test was performed with a 244000510/quickset ace grater handle sample, as a result, it was assembled without problem. The condition observed does not affect the assembling operation, the retractable mechanism performs the operation as intended. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was not confirmed as the observed condition of the quickset ace grater handle would not contribute to the complained device issue. Based on the investigation findings, there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Corrected: h3.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d4 lot, d9. Corrected: d4 (UDI). If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.